Event description:
As reported: improper placement - device dislodged. "This was not a sizing issue. The device was the right size. The bottom lip of the asd was not big enough to hold the device in place and it was displaced upon release." Additional information received 05: the asd defect was measured using a 20mm/3cm numed sizing balloon, tee and fluoroscopy. Using a 9fr amplatzer delivery system, the 16mm amplatzer asd device was deployed. Echo and tee showed the device dislodged and floated to the ivc. A 10mm snare was attempted to be delivered using the 9fr delivery system. The 9fr delivery sheath was removed and replaced with a 10 fr amplatzer delivery sheath. The device was snared, but was unable to be removed. Next rat toothed forceps were placed in the venous sheath and again, the device was snared, but unable to remove it. Finally, the amplatzer sheath was removed and replaced with 10fr cook sheath; the device was snared and removed without incident. The patient is doing fine and is scheduled to return for a second closure attempt a week later. Per rn, the patient had a second device (18mm asd) placed in 05, without complications and was reported to be doing fine.